Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # m54800. Additional information was requested and the following was obtained: was the transection taken in one firing or multiple firings? In one firing. What was the reasoning/cause for extra one week hospital stay? As the patient lost his anal sphincter, which was not as intended. The patient has to be in hospital for one more week to recover.

Event description:
It was reported that during an ultra-low anterior resection procedure, the surgeon used the device to anastomose the rectum. After the firing, the surgeon found that the staple lines were incomplete. The proximal staple line was complete. However, at the distal segment, there were few staples seen to be deployed or formed on the tissue. As the tumor was too low and the distal staple line was incomplete, the surgeon did not succeed in reserving the anal sphincter, had to convert the surgery to miles. The patient is in stable condition now, but has to be in hospital for one more week compared with the original health care plan.

Manufacturer narrative:
(B)(4). The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck.the device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.